Event description:
It was reported that this right atrial (ra) lead presented undersensing, so it was examined by fluoroscopy and it had become dislodged, so it was removed and a new device was implanted instead. No additional adverse patient effects were reported.